Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection revealed that the tube was disconnected from the drip chamber, and that the tube had been underinserted into the chamber. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the tubing of a solution administration set disconnected from the chamber during set up by the nurse. There was no patient involvement. No additional information is available.